Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected for therapy before properly priming the cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient did not follow therapy steps during the priming step of peritoneal dialysis therapy. The connected during priming and did not wait for the lines to become properly primed before connecting. The patient cycled the power on the homechoice and restarted therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.